Event description:
It was reported patient underwent a total hip arthroplasty in 2010. Subsequently patient was revised on (b)(60 2014 due to pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "intraoperative or postoperative boe fracture/or postoperative pain."